Event description:
Rt was in patient room and vent alarmed failure. Pt was immediately bagged and vent changed out. Vent that alarmed was locked out and tagged out. Smda form complete, representative from covidien to be in monday to check ventilator and then to meet with respiratory manager to discuss findings. No adverse effects noted to patient. Respiratory therapist was in room when the ventilator alarmed "post - op fail" immediately took pt off vent and bagged until new vent was brought in.